Manufacturer narrative:
(B)(4)

Event description:
Subsequent to the initial MDR, the complaint receiver was not returned to dexcom. The transmitter (part number stt-gf-001/serial number (B)(4)/lot number 5208665) was returned on 09/19/2016. The returned transmitter was visually inspected and no defect was found. Voltage testing was performed and the transmitter failed as it has no voltage. Data log review was repeated at time of device evaluation and confirmed the reported event of loss of connection. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Diabetes educator contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, patient experienced a loss of connection between the transmitter and receiver. Dexcom representative advised the diabetes educator to reset the device which was unsuccessful for the reported issue. No additional patient or event information is available. It was reported that patient is under 2 years of age. It should be noted that the dexcom g4 platinum continuous glucose monitoring system user's guide states: system is not approved for use in children (under 2 years of age). The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on (B)(4) 2016 and confirmed the reported event of a loss of connection. A definitive root cause could not be determined.